Event description:
On six occasions the user experienced dural punctures during the catheter insertion procedure. In two cases, a blood patch was required, and in all cases there were no pt complications.